Event description:
Customer reported "total failure of a prismaflex machine. The machine failed with a bang during the priming. The power supply was obviously damaged." No blood loss was reported.

Manufacturer narrative:
There was no patient injury or clinical consequences to the patient reported. Gambro renal products has requested the power supply be returned for investigation. Further investigation into this incident is ongoing. A report will be submitted once the investigation has been concluded.